Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Inside the sterile barrier and the foreign matterial was attached to the device. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? White fibrous material. What was the texture? Seemed to be cotton. Are there any photos of the foreign matter available? Yes. Is it possible that the foreign material fell into packaging upon opening of device? No. Was the product seal on the foil still intact when the package was opened? Unk. Please elaborate on the quality issue experienced with the product please clarify what you mean by "white lump"? Something like a white mass. Was it a foreign matter issue? Yes. Was the issue in regards to the adhesive/applicator? Can you identify the lot number of the product that was used? Uabexp. Please perform and document the follow up attempt for product return. The device will be shipped. H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device and the tyvek were returned. Upon visual inspection, it was observed that the returned unit was containing a polymerized vial and the ampule was broken. This evidences that the pen device was broken. In addition, four photographs were received showing an open package labeled as clr422us with a sample with a broken ampule. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the damages found on the device, the compliant is confirmed, a possible cause for these conditions is due to improper handling during transit or storage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and topical skin adhesive was used. When using the product, it was found that there was a white lump. Inside the sterile barrier and the foreign material was attached to the device. White fibrous material. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.